Event description:
It was reported that one of the needles of the advance xp male sling system kit had an anomalous angle that did not allow the correct sling positioning.

Manufacturer narrative:
Product analysis concluded the needles to perform within specification; however, a connector defect was identified which would cause the device to not operate as expected. The device malfunction allegation was therefore confirmed. The manufacturing records were reviewed and it was confirmed that the advance xp dilator lot was manufactured pre-scar mold at the supplier. A review of the advance xp male sling system hazards analysis was completed. Therapeutic response-altered is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the dfu, advance xp, there is no evidence that the device was used or handled improperly. Product analysis of the returned components confirmed a device malfunction and concluded the complaint allegation to be related to a connector/dilator short shot or a molded part imperfection. Scar was previously issued to correct for this issue. The parts in relation to this complaint were confirmed to have been produced on the older tool, which experienced partialling issues. This complaint can therefore be related to historical scar resulting in the overall investigation conclusion code of manufacturing deficiency. Since the parts were manufactured prior to the previous scar, no escalation to an additional ncep, CAPA, or scar is required.

Event description:
It was reported that one of the needles of the advance xp male sling system kit had an anomalous angle that did not allow the correct sling positioning.